Event description:
It was reported by service report that nurse call securement was loose, power cord jacket was cut/damaged, and the scale was inaccurate. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: load cell.